Event description:
Pt revised because of instability, found osteolysis, polyethylene wear and malpositioned components.

Manufacturer narrative:
Eval was not possible, as the products were not returned. Prod info required to review the device history records was not provided. The investigation was limited to the info provided. The investigation could not verify or draw any conclusions about the reported event; however, the initial reporting stated positioning of the components was a contributing factor. Based on the investigation findings, the need for corrective action is not indicated. Should add'l info be rec'd, the investigation will be reopened. MFR considers the investigation closed.